Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Also received with missing end cap sticker. No moisture damage on electronics.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 105 mg/dl. Troubleshooting was performed. The device was returned for analysis.